Event description:
It was reported that the implant at tooth location #14 had internal component damage. The implant had to be removed from the sinus bone graft.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that the implant at tooth location #14 had internal component damage. The implant had to be removed from the sinus bone graft. D4: expiration date: 13 dec 2021, g4: 29 jul 2019. The reported device was received for evaluation. Visual inspection identified that the implant is damaged at the collar and internal threads. The reported condition of an implant that had internal component damage was confirmed. A device history record (DHR) review was completed for the reported device lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Zimmer biomet quality management system has controls in place to ensure the distribution of conforming product. A complaint history review was performed for the reported device lot number for similar cause and no other complaint was identified. A definitive root cause for the reported event could not be determined. The most likely causes for the reported damaged threads event are incorrect implant size for the osteotomy, and improper seating protocol. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to report (B)(4). The reported device has been received for evaluation. Investigation has not yet begun. Once investigation has been complete, a follow up medwatch will be submitted.

Event description:
It was reported that the implant at tooth location #14 had internal component damage. The implant had to be removed from the sinus bone graft.